Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted

Event description:
A patient reported the following: "its been a year since I went under a bone fusion in my foot. The bones did not fuse and a severe allergy accrued." "The procedure took place on 16.4.19 and the fusion failed. I experienced pain and discomfort right away [...]. Only after 5 months or so few doctors began to suspect an allergy to the plate or the screws." "I did not schedule a revision procedure yet [...]. I did try eswt therapy but it didn't help."